Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged alternating current inlet was due to a faulty ignitor unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the maintenance unit power outlet seems to be broken. The event occurred during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the power cord receptacle failed and the power switch was broken. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The alternating current inlet at rear was damaged and pushed in. In addition to the finds, the air pressure fluctuated dur to worn out air joint unit and connector socket. The air pressure was low due to faulty air pump unit. Four suction feet at bottom experienced weak suction force. The top cover and main chassis had severe paint scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.